Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned device found that the drill tip was fractured from the device. The tip is bent and deformed indicating use. The drill bit was not returned. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A clinical investigation concluded that since the broken drill bit tip was not in the patient and the procedure was completed using a back-up device with an additional bone hole, the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review of the lot concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical investigation concluded that since the broken drill bit tip was not in the patient and the procedure was completed using a back-up device with an additional bone hole, the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during acl reconstruction surgery, the surgeon experienced trouble when drilling on the patient's right tibia using a "4.5mm endoscopic cannulated drill bit"; the surgeon took out the drill and noticed that the drill bit tip was missing after having used it on the patient's tibia. Thus, x-rays were taken in theatre of the operative site, but it showed no drill bit tip on bone or surrounding soft tissues. The medical team concluded that the drill bit tip was not in the patient. As a result, an additional bone hole was drilled. The procedure was successfully completed without delay using another "4.5mm endoscopic cannulated drill bit". The patient is recovering from surgery and no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.